Manufacturer narrative:
Additional, changed, and/or corrected data: a4 a6 b3 b5 d1 d8 g1 h6

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the "upper and lower abdomen, posterior lovehandles" on (B)(6) 2021, to lower abdomen again & posterior flanks on (B)(6) 2021 using cooladvantage and cooladvantage plus applicators, who developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a treatment provider that a patient received coolsculpting treatment and started experiencing paradoxical adipose hyperplasia.